Event description:
On (B)(6) 2016 I had an injection into my left eye for the treatment of wet amd. As I left the office, I knew something was different. Immediately after a shot, my vision is often distorted and the eye uncomfortable but now I had lots of material that looked like debris along with opaque, white bubbles with black outlines in my field of vision. This has not cleared. The bubbles are silicone and the debris most likely protein aggregates and degraded stopper particles. My md (dr. (B)(6)) at (B)(6) is suggesting a vitrectomy. Compounded avastin was injected into my left eye with a pd insulin syringe. My eye is now filled with silicon lubricant droplets and other unnamed debris. Very difficult situation visually. Name of company that made (or compounds) the product: (B)(4) makes the avastin. It was compounded by (B)(6). Is the product compounded: yes. Is the product over-the-counter: no. Did the problem stop after the person reduced the dose or stopped taking or using the product: no.